Manufacturer narrative:
A device history record review was completed for provided material number 381123 and lot number 2070008. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported defect and all quality tests were found to be within specification. To aid in the investigation of this issue, one (1) physical sample was returned for evaluation by our quality team. Through examination of the sample, no defects were identified with the catheter tip. Based on the investigation results, a cause could not be determined for the reported incident. At this time, further action has not been determined necessary. Our quality team will continue to closely monitor the manufacturing process for signs of this potential defect and any emerging trends.

Event description:
No additional information received this is a report about a damaged catheter tip. The catheter tip was jagged.

Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd angiocath¿ plus IV catheter tip was jagged. The following was received from the initial reporter: this is a report about a damaged catheter tip. The catheter tip was jagged.